Event description:
The manufacturer received information regarding a dreamstation CPAP pro device. There is an allegation that the patient received severe burns and scarring from the mask area of the device. The patient received treatment from an emergency room. No other medical intervention was specified. The manufacturer was made aware of this complaint through a representative of the customer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.